Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege following his surgery, patient suffered from severe pain and discomfort, multiple right hip dislocations, and elevated metal ions in his blood. It is also alleged patient is continuing to endure the pain and discomfort because he was forced to delay revision surgery on his right hip in order to have a left total hip arthroplasty. Update: 3/6/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd 10/19/2012- pfs and medical records received. After review of operative note/medical records it confirmed several dislocation of the right hip. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/13/2014. Update rec'd 8/7/2014 - litigation papers received. A dor was given. There is no new additional information that would affect the existing MDR decision. Update received 8/4/2014. The sales rep has reported the revision surgery. Patient was revised to address dislocation caused by an anteverted cup. The acetabular cup is now being reported to address this issue. Complaint was updated on 8/18/2014.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2908881 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search found other reported incidents against the 2990496 lot code. Per wi-3430, revision c a review of the device history records is not required. A complaint database search finds no other reported complaints against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).